Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards united kingdom affiliate, during a transfemoral tpvr procedure with a 29mm sapien 3 valve, while positioning the non-edwards sheath, the sheath became kinked due to anatomical complexities. Upon insertion of the commander delivery system and valve, the sheath retracted, and was unable to be positioned across the pulmonary landing zone. Therefore, the valve and commander delivery system was advanced across the tricuspid and pulmonary anatomy 'sheathless'. The valve was positioned in the main pulmonary artery successfully, and angiography showed a well functioning valve with no pulmonary regurgitation. The following day, tte showed severe tricuspid regurgitation, and mild pulmonary central regurgitation. The tte quality was reported to be too poor to show the leaflet function, but it was thought that it was related to the tricuspid injury during insertion of the valve, delivery system, and esheath. It is unknown if the tricuspid injury was caused by any edwards devices, or the non-edwards sheath, as at separate times, both were advanced across the tricuspid valve. Approximately 4 months post implant, the patient returned for tte, which displayed moderate valvular pulmonary regurgitation. It was believed that patient was symptomatic but unclear on the specific nature. The patient is being reviewed for potential surgery to repair the tricuspid valve and surgical pulmonary valve repair.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for central regurgitation was unable to be confirmed without provided imagery/medical report. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'on the following day, transthoracic echocardiogram (tte) showed new severe tricuspid regurgitation and mild pulmonary central regurgitation. Tte was poor quality to show leaflet function, but it was thought that it was related to tricuspid injury with the valve/delivery system/sheath', and 'approximately 4 months after implant, the patient returned for subsequent tte which also displayed new moderate central valvular pulmonary regurgitation with unclear cause. Pulmonary forward flow was unchanged at 1.7m/s. The deployed valve in pulmonic position requires the back flow blood pressure during cardiac diastole to initiate leaflet closure or coaptation. In this case, severe tricuspid regurgitation can potentially lead to insufficient blood flow across the pulmonic valve, resulting in inadequate valve coaptation and central regurgitation due to the low back flow blood pressure. As such, available information suggests that patient factors (tricuspid valve regurgitation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.